Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where her ipg was explanted and replaced with a different model. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
This ipg was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. It was also reported the patient has lost weight and the ipg is tilted inside the pocket. The patient met with the sjm representative and confirmed the issues. The patient will undergo surgical intervention as the next course of action. The event date is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient also reported feeling a jolt of energy/shocking that the ipg site and throughout her body (leads are reported under MFR. Report#: 1627487-2015-20547).